Event description:
It was reported that t:slim x2 pump battery would not charge even after trying different wall adapters and charging cables, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was provided replacement pump with confirmed shipping address.